Event description:
Additional information: it was stated that due to the break/leak at pump site, patient was in pain and suffering from spasticity. Following the catheter connection revision on (B)(6)2012, the physician was to follow up with the patient to take a look at the stitches and see how the patient was doing. It was stated that the existing catheter remained left in place, and a new catheter segment was implanted. The surgery was noted as having been "successfully completed". The "old connector" was not being returned to the manufacturer.

Event description:
It was reported that in (B)(6) 2012, the patient had a loss of therapy effect with increased baseline spasticity following a pump replacement. It was noted that the pump event logs were normal. It was later reported that a dye study was performed, which showed dye outside the catheter at the catheter connection site. The catheter had disconnected from the pump pin connector. A revision was completed. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# j0056640r, serial# implanted: 2001 (B)(6), explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)